Manufacturer narrative:
(B)(4). Date sent: 1/12/2022. Additional information was requested and the following was obtained: after investigation, the patient was a 77-year-old female. On (B)(6) 2021, the patient underwent surgery (specific diagnosis and unknown). The surgeon used harh36. The involved hand piece was used for more than 95 times (it was unlocked to be used more, but the specific situation was unknown). The operator reported that the device was normally installed. About 20 mins after the scalpel was used, the tissue pad fell off during the operation (the specific situation was unknown), and finally the falling part was found and retrieved. Therefore, the surgeon replaced another scalpel with the same model to complete the subsequent surgery successfully, and the surgery time was prolonged (with unknown specific extension time). The patient recovered well after the surgery and was discharged. No reports on subsequent complications were received.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. In addition the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No tissue pad detached as reported by the customer. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: v94l8c. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the white tissue pad completely fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.